Event description:
Customer reported unit having a strong burning smell when powered on.

Manufacturer narrative:
A burning smell was reported while the centrifuge was running samples. Customer opened the unit and observed the control pcb harness burned. No injuries reported nor any visible flames, smoke, or fire department being called. There was evidence of charring.